Event description:
The dealer states that the back support assembly was broken and they replaced it.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with the back being broken on a 65650 rollator. This can cause instability with the product and potential for end user to fall.